Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump was unable to vibrate due to a broken vibrator black wire. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No backlight anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no weak battery alarm, no blank display, no low battery alert and no off no power anomaly. The pump was received with a stripped battery cap coin slot, cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Battery cap had been replaced prior. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.